Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2005 and a total left hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient underwent revision procedures on (B)(6) 2013 and (B)(6) 2013 due to patient allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, swelling, inflammation, damage to the surrounding bone and tissue, lack of mobility, and elevated metal ions. A review of invoice history confirmed both revision dates and indicates the head and taper adapter were removed and replaced in each procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Event date - it is unknown which side was revised on (B)(6) 2013. Production identification and expiration date - unknown. Manufacture date - unknown. Explant date - it is unknown which side was revised on (B)(6) 2013. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-002056 / 02057).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, number 1 states, "material sensitivity reactions." And number 2 states, "early or late postoperative infection and allergic reaction." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2005 and a total left hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient underwent revision procedures on (B)(6) 2013 and (B)(6) 2013 due to patient allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, swelling, inflammation, damage to the surrounding bone and tissue, lack of mobility, and elevated metal ions. A review of invoice history confirmed both revision dates and indicates the head and taper adapter were removed and replaced in each procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(6) 2013 reports patient was revised on the left hip due to aseptic lymphocytic vasculitis associated lesions (alval). Revision op report notes fluid drainage from alval and hard tissue. The head was removed and replaced. Additional information received in patient op notes dated (B)(6) 2013 reports patient was revised on the right hip due to alval. Revision op report notes alval fluid collection and eroded capsule. The head was removed and replaced.